Manufacturer narrative:
Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler with cycler set and the patient event of abdominal pain, nausea, vomiting and diarrhea with subsequent hospitalization and diagnosis of peritonitis and fluid volume overload. There is a possible causal relationship between the reported leak on the cassette found during treatment and the peritonitis, although the medical records document the pseudomonas as catheter associated peritonitis. The cause of the fluid volume overload is unknown as the patient did not report missing any treatments or changes in pd solution or diet. The patient did experience drain complications several days prior to hospitalization, but it is unknown if there were any issues related to the pd catheter at the time or if the patient experienced drain complications during any other treatments. There are no reported incidents. Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2018 this female patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) contacted technical support for a patient line is blocked message and drain complications in drain 5 of 5. The patient also reported that when she went to remove the cassette at the end of treatment, fluid was leaking in the liberty select cycler. Additional information was obtained from follow up with the peritoneal dialysis registered nurse (pdrn) on (B)(6) 2018 and through review of medical records received (B)(6) 2018 which documented that the patient was hospitalized for peritonitis. The patient presented to the emergency room (ER) on (B)(6) 2018 after being sent from the transplant nephrology clinic where a pre-transplant workup showed an abnormal electrocardiogram (ECG, unspecified reading). Upon arrival the patient complained of abdominal pain, nausea, vomiting and diarrhea concerning for peritonitis. The patient also stated she had a 10 pound weight gain (unspecified timeframe). The patient was initially started on empiric antibiotics, vancomycin and cefepime (route, dose, frequency and duration unknown) and given a onetime dose of lasix (route, dose, frequency and duration unknown) for volume overload. The patient was admitted and would continue nightly pd treatments during hospitalization (unknown if fresenius products utilized). The patient¿s hypertension was controlled through adjustments to medication. The pd effluent resulted positive for pseudomonas (species unknown) and the patient was subsequently diagnosed with catheter (not a fresenius product) associated peritonitis. The patient¿s antibiotics were changed to intraperitoneal (ip) cefepime for 3 weeks (dose and frequency unknown) and oral ciprofloxacin 250mg every 12 hours for 14 days. The patient was also started on oral prophylactic fluconazole 200mg tablet every other day for 14 days for concerns of a fungal infection. A computed tomography (CT) of the abdomen and pelvis revealed fluid volume overload which included pulmonary edema, periportal edema, small volume ascites and anasarca. No further hospital course was documented. The patient was discharged to home in stable condition on (B)(6) 2018.